Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during predischarge check, high pacing impedance, high capture and low sensitivity were observed on the right ventricular (rv) lead. The patient was brought back to the lab due to suspected lead micro-dislodgement. When the pocket was opened, the lead was seen fully seated in the header. However, the rv set screw did not give any resistance when the wrench was initially engaged to loosen the screw. The physician remembered making sure that the torque wrench "clicked" 3 times when securing the lead during the initial implant. There was no allege malfunction on the lead. The set screw was re-tightened and all measurements were stable. Both device and lead remained implant. The patient was stable before, during and after the procedure and will continue to be monitored.